Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2017, it was noted that the right ventricular lead exhibited high capture thresholds and high pacing impedance. The patient reported feeling fatigued at the time. The lead was capped and replaced on (b)(462 017. The patient was in stable condition post procedure and will be followed normally.